Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad and beep anomaly. Customer¿s blood glucose was 11.0 mmol/l at the time of incident. Customer reported that the insulin pump was beeping and restarted. Customer stated that battery replacement did not resolve the issue and the buttons remained unresponsive. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm and audio/beep anomaly noted during testing. Device passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted.